Event description:
It was reported that during an unknown procedure, after the battery is installed, the indicator shows finished firing. Doctor tried that "open the safety and then fire", but the device no function and didn't form the staple. There was no delay to the surgery. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 05/18/2022 d$ batch # : u5a78n investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh31p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/13/2022. The device was sent for additional evaluation. Upon arrival the device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. The shrouds were removed and determined that the cam and the stop switch actuator were in stop position. Hence it was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally. This defect has been correlated to a manufacturing process. H11: corrected data = investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh31p device arrived with no apparent damage with the anvil missing. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device.